Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Upon interrogation, no communication could be established with the device due to a depleted battery. The device was analyzed with a power supply and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that the device was explanted due to premature battery depletion to eol.